Event description:
It was reported that during implantable pulse generator (ipg) follow up visit, the device exhibited message that indicated detected a battery calculation error, the longevity figures and other battery figures are no longer correct. However the pacemaker remains operational. Diagnostic testing /troubleshooting performed. The ipg remains in use, device monitored, and re-evaluated at next follow up check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of 1557 milliamp hour (mah). Device battery longevity not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. If information is provided in the future, a supplemental report will be issued.